Event description:
The pt is reportedly experiencing sound quality issues and pain with her implant. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolve the problem. Testing of the device showed that it is functioning. Surgery to explant the pt's device will be scheduled.